Event description:
It was reported that a flogard infusion pump experienced an f-35 alarm (front panel key was pressed for more than 40 seconds). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. A service history review revealed no previous service events were related to the reported condition. However, during the power up self-test and the alarm log review an f-38 alarm was identified. This alarm was caused by damaged force sensing resistors (fsr's). The fsr's were replaced to fix the malfunction. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.